Manufacturer narrative:
Specification developer and finished product manufacturer establishment: itovi (B)(4). Classification name: device, galvanic skin response measurement product code: gzo. Device class: 2. (B)(4). Medical specialty: neurology. Registered establishment name: itovi. Owner/operator: itovi. (B)(4). Establishment operations: manufacturer. Complaint file establishment for specification developer and finished product manufacturer establishment: hudson scientific llc. (B)(4) status: active. *note firm may have additional establishment types. Please review listings for further information. Date of registration status: 2018. Owner/operator: hudson scientific llc (B)(4). Establishment operations: complaint file establishment. Specification developer and finished product manufacturer is in the process of redesigning a new medical device for subsequent replacement.

Event description:
(B)(6) received email on the 31st day of july, 2018: customer says granddaughter was shocked. Customer report routed to (B)(4). (B)(4) responded to customer and customer repeated that granddaughter was shocked last (B)(4). Customer report routed to (B)(4). (B)(4) received an email on the 7th day of august, 2018 asking for a refund because of shock to granddaughter. (B)(4) responded to customer on the 17th day of august to inform her that itovi has opened an investigation into the account and would not be able to give a refund at this time. Agreed to stay in touch to resolve complaint.